Event description:
The customer reported his blood glucose reached 290 mg/dl less than 4 hours after the pod was activated. The adhesive pad was wet so he decided to remove the pod. He then realized the needle did not deploy the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.